Manufacturer narrative:
(B)(4). Customer declined replacement product at this time. Most likely underlying root cause of malfunction: pcb contamination. Manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint of e-4 with symptoms. The customer reports symptom of feeling weak. Customer declined medical attention. The test strip lot manufacturer's expiration date is 04/30/2018 and open vial date is 06/02/2016.customer called stating that he was receiving an e-4 message when trying to test. He stated that he had possibly left the cap to the vial of test strips open.